Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance anomaly. No additional adverse patient effects were reported.